Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. Insulin pump had moisture damage found on lcd board. Unable to perform unexpected restart test due to unresponsive keypad and button. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked battery tube threads.

Event description:
Customer reported an excessive no delivery alarm. The customer stated he had walked into the ocean with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.